Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the tortuous left circumflex artery. A 2.50x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Moreover, a vessel dissection was noted. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the proximal dissection was treated with a stent.

Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent struts were damaged and lifted from their crimped stent positions. On the first distal stent row, the stent struts were noted to be flared. The undamaged section of the crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the proximal dissection was treated with a stent.